Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output rate on the external pulse generator (epg) was higher than the setting. It was noted that both the sensing light and pacing light on the epg lit up. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.